Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost effective coverage due to the migration of both leads. The patient underwent surgical intervention where the lead was replaced with a new one restoring therapy. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction b5- patient has not undergone surgical intervention; removed- the patient underwent surgical intervention where the lead was replaced with a new one restoring therapy. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost effective coverage due to the migration of both leads. As a result, surgical intervention may be undertaken to address the issue.